Event description:
On (B)(6), 2013, the lay-user/patient contacted animas to report she had unexplained blood glucose excursion between 400-500 mg/dl for the past 2 days. At the time of the concern, the patient did not have any signs or symptoms of acute complications of diabetes. She questioned if the lifescan meter was giving inaccurate readings. The issue was reportedly forwarded to lifescan already. At the time of the call to animas, the patient remained on insulin pump therapy and indicated that she will call back for troubleshooting. Animas made 3 attempts to contact the patient to obtain some follow up information but was not successful. This complaint is being reported because the patient had elevated glucose around 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.